Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results on one patient which questioned by the physician. The results provided were: on (B)(6) 2023 sid (B)(6)=19.273 ng/ml /on cobas roche=0.448. Laboratory reference range for troponin male: 0 to 0.039 ng/ml; female=0 to 0.018 ng/ml the patient underwent coronary angiography due to falsely elevated architect troponin result. The result of the angiography study did not confirm the presence of a heart attack. The customer did not perform quality control before generated falsely elevated troponin results on patient specimens. The customer used expired troponin reagent, lot number 40509ud00 for patient management testing on (B)(6) 2023 that reagent expired on 19nov2022. No further impact to patient management.

Event description:
The customer observed falsely elevated architect stat troponin-I results on one patient which questioned by the physician. The results provided were: on 25jan2023 sid (B)(6) =19.273 ng/ml /on cobas roche=0.448 laboratory reference range for troponin male: 0 to 0.039 ng/ml; female=0 to 0.018 ng/ml the patient underwent coronary angiography due to falsely elevated architect troponin result. The result of the angiography study did not confirm the presence of a heart attack. The customer did not perform quality control before generated falsely elevated troponin results on patient specimens. The customer used expired troponin reagent, lot number 40509ud00 for patient management testing on 25jan2023 that reagent expired on 19nov2022. According to new information obtained on 17feb2023, for this patient an acute myocardial infarction in the anterior wall of the left ventricle was identified on 18-jan-2023. There is no further information provided. No further impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect stat high sensitive troponin-I, lot 40509ud00. Return testing was not completed as returns were not available. A review of 12 months of complaint data did not identify any trends or any non-statistical trends or any atypical complaint activity associated with this described issue. The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I, lot 40509ud00 identified as expected activity. A review of ticket trending was performed and did not identify any trends. A cross functional team (cft) consisting of medical affairs, quality and technical agreed that the event represents a use error, as the reagent lot used for testing was expired. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient results for the lot number 40509ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. A device history record review was performed on reagent lot 40509ud00, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling was also performed and concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 40509ud00 was identified. Updated section b5 describe event or problem: according to new information obtained on 17feb2023, for this patient an acute myocardial infarction in the anterior wall of the left ventricle was identified on 18-jan-2023. There is no further information provided.